Manufacturer narrative:
In the case description, the user mentioned that a 7.3u bolus that they never gave was recorded in the device history and contributed to an iob of 7u. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the delivery of the 7.3u bolus. The logs showed evidence of interaction in programming and starting the bolus. The logs showed that the bolus calculator screen was entered by hitting the bolus button. The 110g carb entry was performed one digit at a time as expected as the bolus calculator calculated suggestions as each digit was entered. The correct flow was followed to confirm the bolus amount and start delivery of the bolus. The bolus record showed a 7.3u bolus was created based on the 110g carb entry with no user adjustments. Based on the user's ic ratio this was a correct calculation by the system. No evidence of bolus calculator issues or an uncommanded bolus were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded delivery bolus of 7.3 units of insulin.